Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-20534. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture", "left implant showing intra implant folds and exit of silicone gel into the capsular space. These findings are compatible with intracapsular rupture of the left breast implant. Global composition of the left breast showing lipomatous involution with scattered fibroglandular tissue". Device has been explanted.